Manufacturer narrative:
The patient was not symptomatic at the time of testing. The nasopharyngeal sample was collected with typenex vtm, 3 ml, which is not included on the approved media list, but has been internally validated by the customer. The media is not suspected to have contributed to the issue. Review of the amplification curves shows some noise in the baselines for all channels, and the internal control shows signs of inhibition. A systems assessment was performed, and did not find any indication of motion or optical interferences for the alleged run. Additionally, the analyzer (sn (B)(6)) is performing as expected and no potential systematic issues were identified. Both flu targets appear to have true amplification. There was also no product problem found during the reagent lot investigation. Discrepant results with cepheid might be based on the sensitivity differences between systems and/or sample handling by the customer. It would be highly unusual if the patient were simultaneously infected with both flu a and flu b. More likely causes for the dual positive result could be contamination or non-specific amplification for one or both targets. As the alleged sample had already been sent to another lab, it was not available for additional testing. Corrected section d from the analyzer to the assay. Updated g1 accordingly. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they got potential false positive results generated from their cobas liat system (s/n (B)(4)) analyzing the cobas® sars-cov-2/influenza a/b assay. The customer reported that on (B)(6) 2021 run# (B)(4) on their cobas liat system (s/n (B)(4)) generated sars-cov-2 negative, influenza a positive and influenza b positive results for a patient sample using the cobas® sars-cov-2/influenza a/b assay. The patient¿s same sample was sent out to another lab for confirmation testing to be rerun and analyzed on a different platform the cepheid. The lab that performed the confirmatory testing reported that the cepheid generated sars-cov-2 negative, influenza a negative and influenza b negative results. Patient sample was collected using nasopharyngeal swab and viral transport media 3ml. The customer confirmed there was no allegation of harm to the patient. The sars cov-2 negative results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.